Event description:
The following was reported to hamilton medical ag: during preventive maintenance: "pressure sensor assembly defective per hamilton tech." No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: during preventive maintenance: "pressure sensor assembly defective per hamilton tech." No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).